Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs)USA, alleging that her onetouch ping meter was reading inaccurately erratic. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient was unsure when the alleged meter issue began. The patient is on insulin pump therapy. On (B)(6) 2016 at an unknown time, the patient claimed obtaining blood glucose readings of ¿58 and 186 mg/dl¿ with the subject meter. The tests were performed approximately 1 hour apart. Lifescan does not consider this to be a valid comparison. The patient denied taking any action regarding her usual diabetes management regimen in response to the alleged meter issue. At an unknown time on (B)(6) 2016 the patient claimed that she developed the symptoms of "shaky" and "tired". On (B)(6) 2016 at 4 pm the patient self treated these symptoms with food and drink. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure but was unable to confirm that samples were taken from the correct, approved sample site. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.